Event description:
It was reported that the actual residual volume in the pt's pump was greater than expected residual volume. The exact amounts were not specified. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4)